Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2018 on system (B)(4). The procedure was recorded as starting at 19:48:46 and the surgeon went into following mode at 20:00:30 during which time there were multiple instrument engagement messages. Upon achieving following mode, while there were table advisory and microphone level messages, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality during the 157 minute (2.61 hour) procedure. A review of the instrument logs was also performed. While there was no allegation of a misfire with a da vinci stapler, the stapler in use was endowrist stapler 45 pn: 470298-11 // ln: s10170110-0002 // sn: (B)(4) which was used twice for 0:06:24 minutes, it had 28 of 50 lives remaining, it was used in 13 subsequent procedures through its end of uses on (B)(6) 2019, and a site review shows a complaint filed against the instrument for failing to initialize. Further, it was noted that the two single use stapler 45 green reloads used in the procedure were as follows, and a site review showed no record of a complaint filed against either reload: pn: 48445g-03 // ln: m11171217-0203 // sn: (B)(4) and pn: 48445g-03 // ln: m11171217-0141 // sn: (B)(4). It was observed through site review that 8mm 30 deg endoscope pn: 470027-62 // sn: (B)(4) showed a complaint filed against the instrument with an event date of (B)(4) 2019 for right eye blurriness. All other reusable instruments used in the case were used in subsequent procedures through their respective end of uses and a site review showed no complaint filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: logs show that pn 470298-11 // ln: s10170110-0002 fired two green reloads. Both firings were completed per the logs and there were no incomplete clamps prior to the firings. An isi medical safety officer conducted medical review and results found the following: the patient underwent a da vinci assisted sigmoid colectomy on (B)(6) 2018. The procedure was complicated by difficulties creating the colorectal anastomosis. The details of the difficulties, as well as multiple other details, are unknown at this time. However, it is known that the anastomosis was performed using a third-party stapler that was noted to have ¿misfired.¿ the procedure was converted to an open surgery due to the difficulties with the colorectal anastomosis. Based upon the information above, the primary cause of the anastomotic leak leading to numerous post-operative complications is most likely from the ¿misfiring¿ of the third-party stapler. Given that the complications resulted from the colorectal anastomotic leak that was created using a third-party stapler, it is unlikely that the da vinci system, instrumentation, and/or accessories caused or contributed to this event. While the initial da vinci procedure allegedly converted to open surgery, there was no specific allegation of an instrument or system issue related to a da vinci product within the legal document on file. Additionally, log review confirmed that all reusable instruments used in this case were used in subsequent procedures through their respective end of uses, including the da vinci stapler instrument which was used in thirteen subsequent procedures through its end of uses. There is no allegation or evidence of a product failure that would be classified as a malfunction or evidence that an isi device malfunctioned in a way that could contribute to an adverse event. However, the described event meets the criteria of a reportable adverse event. The initial da vinci procedure allegedly converted to open surgery due to ¿difficulties¿ with the patient¿s ¿anastomosis¿ and the patient allegedly experienced post-operative complications for which a second surgery was performed. At this time, the root cause of the alleged issue and alleged post-operative complication(s) are unknown.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a female patient that underwent a da vinci-assisted sigmoid colectomy procedure on (B)(6) 2018 "which was converted to an open sigmoid colectomy due to difficulties with her anastomosis" and that" the anastomosis was then carried out utilizing a hand-sewn technique for an "end-to-end anastomosis" was performed "using an end-to-end anastomosis "eea stapler" surgical stapler manufactured by medtronic that allegedly misfired during the procedure". It was alleged that the patient's "hospital stay was longer than anticipated and was notable for an initial expected leukocytosis (elevated white blood cell count)" and that the patient's "white blood cell count was quite elevated (and trending upwards) upon discharge. Following discharge, during a post-operative period, a nurse practitioner removed the patient's drain and staples. The patient was readmitted to a hospital on (B)(6) 2018 with alleged "leukocytosis" for which "broad spectrum antibiotics" were administered. It was alleged that on or about (B)(6) 2018, the patient was readmitted to a hospital where a CT scan found stool leakage between the patient's colon and rectum for which an additional surgery was performed on or about (B)(6) 2018. The legal document alleged that in the second surgery by the follow-up surgeon, the patient "required revision of the colorectal anastomosis to fix leakage from dehiscence caused by the negligence of¿ the surgeon of record, "failure of the da vinci robotic surgical system, or misfire of the eea stapler". The legal document also alleged that the patient "sustained permanent bowel damage¿, that there was ¿a need for an ileostomy bag¿, that there was a need for ¿additional future surgical repair¿ and that on (B)(6) 2020, the patient "underwent an ileostomy reversal in an attempt to restore functional use of her digestive tract¿.